Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI no.), d6a (date of implant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard soft mesh on (B)(6) 2009 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, ¿incisional hernia was noted left of umbilicus and abdomen. The gallbladder was taken out. Both hernias were closed using sutures. The left midline hernia was opened and a bard flat mesh (device 1) was placed onlay to defect and sutured.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent incisional hernia and ventral hernia thereby underwent open repair with the implant of bard soft mesh (device 2). Per op notes, ¿a large amount of incarcerated omentum with defect was noted. There was one small defect medial towards midline was noted. A piece of bard soft mesh (device 2) was placed over both areas and tacked circumferentially.¿ (note : the previously placed mesh (device 1) was not seen during this procedure)

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard soft mesh on (B)(6) 2009 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.